Event description:
It was observed that during the device evaluation, the duodenovideoscope had a white foreign objects at the air water tube and cylinder and adhesive around server plug-in (z-block) has a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified and for adhesive around server plug-in (z-block) has a chip cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.